Event description:
Customer called in to report that the insulin pump buttons would get stuck and cause the bolus measurement amount to increase. The insulin pump will be replaced. Customers blood glucose level was 90 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.